Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and the xyz-arm calibration was wrong in the reported problem area of the pipette assembly. K0-k5 positions were recalibrated. All of the tip clamps, plunger clamps, and sleeves were cleaned. The instrument was inspected, tested without further problem, and returned to service.